Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient had a palpable lead anchor that was tender with palpitation. The patient was prescribed with topical lidocaine ointment for desensitization and the patient underwent an explant procedure. The explanted device was not returned as it was disposed by the medical facility.